Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of december 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had flow issues during patient infusion. A registered nurse entered the room to reset the volume to be infused (vtbi) and there were no drips noted in the chamber. To resolve the event, the same tubing was placed into a new pump with no further issues with flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.